Event description:
It was reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) unit turns on but turns off after a few minutes. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit turns on but turns off after a few minutes.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11. Corrected fields: d5, e2, g2. Additional information: e1(event site telephone: (B)(6)). It was reported during that during routine check cardiosave intra-aortic balloon pump (iabp) unit switches on but it shuts off after some time. A getinge field service diagnose and found blood entry into the system. Fse replaced the pneumatic module assembly (d997-00-1178) and drive manifold assembly (d104-00-0031). Performed sensor calibration and functional tests. Equipment suitable for clinical use. No patient involvement was there.

Event description:
N/a.